Manufacturer narrative:
Updated fields - b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. No root cause evaluation can be performed as the hospital has temporarily given up maintenance.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit displayed an alarm indicating 'battery maintenance required.' The hospital connected it to ac power and continued to use it, and no personal injury was caused.

Manufacturer narrative:
Due to character restrictions in block e1 event site address ,the event site full address is (B)(6) province and event site telephone is (B)(6) . A supplemental report will be submitted upon completion of our investigation.